Event description:
A 50mm cluster (B)(4) shell seized to impactor handle and had to be removed from patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a universal impactor/positioner and an acetabular shell seizing was reported. The event was confirmed. Method & results: -device evaluation and results: - visual analysis confirmed the reported event. While the device passed functional testing, visual analysis indicated debris is caught in the threads of the impactor/positioner which could have prevented the device from functioning properly. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the disassembly issue of impactor/positioner and cup was caused by debris caught in the threads of the impactor. The event is likely user related. Stryker¿s instructions for cleaning and device inspection clearly states the device must be cleaned thoroughly, inspected before use, and functionally tested before use. The debris is clearly visible and the issue should have been caught prior to surgery.

Event description:
50 mm cluster tritanium shell seized to impactor handle and had to be removed from patient.